Event description:
A customer reported experiencing a reservoir alarm over the weekend. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced under warranty, and arrangements were made for the customer to return the malfunctioning pump to tandem using a pre-paid label and return box. The customer was informed of storage mode instructions for transport, but they declined to share details about their backup insulin therapy.